Event description:
It was reported that the patients ipg was difficult to charge due to it being too deep. The patient underwent an ipg repositioning and pocket revision procedure and was doing well postoperatively. Nothing was added or removed.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.